Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was not reported. It was reported the patient was not hospitalized for the event. It was reported that the patient received unspecified treatment. It was reported that the patient has been treated twice for bacterial peritonitis). At the time of this report, the patient outcome and action taken with pd therapy are unknown. No additional information is available.